Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Based on the incident in question the batch history was analyzed. We would like to inform you that specifically for foreign matter, visual inspections of the product packaged according to control plan gq 169 2 ifm, validated with the acceptable quality level (aql) of 0.10% with the frequency of 2 hours and always analyzing 1 machine cycle . Before the batch is released to the consumer, the consumer still goes through the evaluation process of the final inspection laboratory, where more validated visual tests are performed, certifying the conformity of the product. All records of the manufacture of the lot presented results in accordance with the specification. We emphasize that bd has an established process of production control to avoid any type of contamination in the products, which consists of: analysis of the productive. Bd suppliers are audited and qualified according to mc 004 0 rqs procedure and the criticality of the supplied components. All batches of raw materials received at bd are inspected for their characteristics according to individual specifications and also the conditions of their packaging. The components used in the claimed product (cylinder and piston rod) are molded into the bd in a controlled production environment. Only the packaging material is of external origin. ¿ good manufacturing practices: the operators receive guidelines on good manufacturing practices according to the quality procedures related to cleaning and conservation of the factory, with cleaning and sanitizing actions of the manufacturing areas established in gg 048 0 ibw, procedures on gowning and hygiene, which state that it is only allowed. The entrance into manufacturing places with the use of adequate gowning (hairnet, joana d'arc hairnet, and manufacturing coat) and after the hygiene of the hands to avoid contaminations. The correct use of it inhibits the possibility that some external dirt is carried into the productive area. Also as established by the procedure gg 028 0 rqs is prohibited the entry and consumption of food, use of accessories or belongings in the production area, thus avoiding the presence of substrates in the manufacturing process. ¿ manufacturing process analysis: during the batch manufacturing process no record of any occurrence of the strange matter defect was identified. During a manufacturing, these batches were performed with visual inspections with pre-determined frequencies, with the purpose of ensuring that the product meets a specification without presence of any strange matter in all stages of manufacture. All equipment has enclosures that aim to protect products from contamination throughout the production process based on the batch history information and due to lack of sample or defect photos, the claim cannot be verified. Even after evaluating the evidences and the respective process and quality records, it was not possible to confirm the origin of the foreign matter as part of the bd manufacturing process. Investigation conclusion: not confirmed root cause: without samples or photos it was not possible determine the root cause for this defect. Rationale: based on the severity and occurrence a CAPA is not necessary.

Event description:
It was reported that the user noticed tiny foreign particles in the syringe 3 ml ll 24 x 3/4 emerald br when using vacuum for the contents of a vaccine.